Event description:
I received kn95 masks from the website (B)(6). I think they might be counterfeit- there was no identifiable manufacturer listed and the elastic hoops on three of the masks ripped. Thank you, (B)(6). None listed, sold by (B)(6). FDA safety report ID #: (B)(4).